Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: h6 (remove 1065 - partial blockage). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of clogged pipeline was not confirmed. Based on the results of the investigation, it is likely that the reported malfunction occurred due to stress of repeated use, external factors, or insufficient reprocessing. However, a root cause could not be specified. The instruction manual states the inspection method associated with the event in "chapter 3 preparation and inspection, 3.3 inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had blockage in the pipe. The issue occurred during an unknown event. There were no reports of patient harm.